Manufacturer narrative:
Risk assessment. The cages are not returned and still implanted. Since the product was not returned and no lot# provided, device evaluation, complaint history review and device history review could not be performed. The exact root cause of this event could not be determined, and is multifactorial.

Event description:
It was reported that; spine sales representative, related that insertion of the cage, impacted by the surgeon in the interbody space, then liberating the cage with the implant holder and radio control. The cage is located out of the interbody space. Insertion of a second navigator cage, which placed itself on the mid interbody space on l5-s1

Event description:
It was reported that; spine sales representative, related that insertion of the cage, impacted by the surgeon in the interbody space, then liberating the cage with the implant holder and radio control: the cage is located out of the interbody space. Insertion of a second navigator cage, which placed itself on the mid interbody space on l5-s1.